Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, infection, urinary problems recurrence and other outcomes. The patient underwent mesh revision on (B)(6) 2011 due to stress urinary incontinence and intrinsic sphincter deficiency. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.